Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of this transcatheter bioprosthetic aortic valve, a pre and post dilatation was performed. Approximately 4 years and 7 months following the valve implant structural valve deterioration was identified via transesophageal echocardiogram (tee). An increase in mean gradient =20 millimeters of mercury (mm hg) from the first echocardiogram after the index procedure and a mean gradient of =30 mmhg. A new occurrence or an increase of =2 grades of intra-prosthetic aortic regurgitation (ar) resulting in = severe ar also was identified. Approximately 3 months later transthoracic echocardiogram (tte) identified a left ventricular ejection fraction of = 35% and 40%, and moderate transvalvular regurgitation and moderate total regurgitation. A small pericardial effusion was observed. Patient symptoms were not reported. The following day a valve revision was performed. During this procedure a basilica procedure for leaf modification was performed for the left coronary artery (lca) and right coronary artery (rca). The simultaneous invasive peak and mean aortic pressures measured 46 and 32, respectively. The left ventricular end diastolic pressure measured 20. A non-medtronic 23 mm transcatheter valve was successfully implanted valve-in-valve. Post implant dilatation of this valve was performed with a 23 mm non-medtronic balloon. The post implant simultaneous invasive peak and mean aortic pressures measured 10 and 9, respectively. The procedural angiogram noted none or trivial aortic regurgitation of the non-medtroni c valve was reported.